Manufacturer narrative:
(B)(4).the event occurred in: (B)(6).

Event description:
The customer complained of high hdlc3 hdl-cholesterol plus 3rd generation (hdlc3) results for 3 patient samples. When comparing the results from two cobas 6000 c (501) modules (c501) against the results from an abbott system, the results did not correlate. The results for two of the patient samples were a reportable malfunction. For sample 1 the initial hdlc3 result from c501 (analyzer a) was 149 mg/dl with a repeat diluted result of 159 mg/dl using hdlc3 reagent lot number 163062. The sample was run on another c501 (analyzer b) with an initial result of 147 mg/dl and a repeat diluted result of 166 mg/dl using hdlc3 reagent lot number 201693 with expiration date of 30-sep-2018. The abbott result for the same sample was 45 mg/dl and was believed to be clinically correlating. For sample 2 the initial hdlc3 result from analyzer a was 156 mg/dl with a repeat diluted result of 177 mg/dl using hdlc3 reagent lot number 163062. The sample was run on analyzer b with an initial result of 141 mg/dl and a repeat diluted result of 149 mg/dl using hdlc3 reagent lot number 201693. The abbott results for the same sample were 28 mg/dl and 29 mg/dl and were believed to be clinically correlating. The results from analyzer a and analyzer b were not reported outside of the laboratory. There was no allegation of an adverse event. The qc results on the both analyzer a and analyzer b were in range on the day of event. Analyzer a serial number was 16v9-08 and analyzer b serial number was 16z0-06. The investigation is currently ongoing.

Manufacturer narrative:
The remaining patient samples were insufficient and were not available for further investigation. Due to the patient samples being unavailable and the clinical picture for the patients not being provided it was no possible to determine which results to be correct. A lipid profile of the samples was not possible. There were no fibrin clots observed.